Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, there was corrosion on multiple components of the monitor computer/analog (ca) board. The cause of the corroded components was liquid contamination. The root cause of the contamination is liquid ingress of an unknown liquid. No adverse event resulted from the contaminated monitor.

Event description:
A us distributor returned monitor sn (B)(4) to report that the patient was experiencing adjust belt messages.